Manufacturer narrative:
The complaint of a detached surecuff/heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue imbedded in the dacron material of the surecuff. At this time, the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
It is reported that when the doctor tried to remove the hemosplit from the pt body, only the catheter without cuff was removed and the cuff remained in the pt's skin. Cuff remained in the pt's body; the cuff was finally removed, but it took 1 hour to remove from pt.